Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Updated the patient's age at time of event and added date of birth. Added the patient's weight. Updated outcomes attributed to adverse event. Updated event description. Updated the patient's pre-existing condition. Updated contact information. Updated report source. Updated type of reportable event. (B)(4).

Event description:
On (B)(6) 2010, the patient underwent debranching surgery of the left common carotid and left subclavian arteries. A gore® tag® thoracic endoprosthesis was implanted just below the brachiocephalic artery, intentionally covering these arteries. A slight proximal type I endoleak was observed in final angiography. On (B)(6) 2011 the patient presented with non-device related pneumonia. While in the hospital emergent repair of a suspected ruptured aneurysm was performed. Retrograde bypass surgery was performed from the left and right femoral arteries to the left and right axillary arteries using two vascular grafts. A gore® tag® thoracic endoprosthesis was implanted intentionally covering the brachiocephalic artery. The patient tolerated the re-intervention. On (B)(6) 2011, the patient expired due to the aneurysm rupture.

Event description:
On (B)(6), 2010, the patient underwent debranching surgery of the left common carotid and left subclavian arteries. A gore tag thoracic endoprosthesis was implanted just below the brachiocephalic artery, intentionally covering these arteries. A slight proximal type I endoleak was observed in final angiography. On (B)(6), 2011, the patient presented with non-device related pneumonia. While in the hospital, emergent repair of a suspected ruptured aneurysm was performed. Retrograde bypass surgery was performed from the left and right femoral arteries to the left and right axillary arteries using two vascular grafts. A gore ta thoracic endoprosthesis was implanted intentionally covering the brachiocephalic artery. The patient tolerated the procedure.